Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms when they returned from (B)(6). The patient could not hold their urine and it was noted that it was fine in the beginning. The patient had not been using their patient programmer (pp) at all and during the call a replace pp batteries screen was encountered. The caller did not have access to batteries at the time of the call, so they indicated that they would call back for further troubleshooting once they had access to new batteries for the pp. It was indicated that it was unknown if the change in therapy/symptoms was sudden or gradual. Additional information was received. Patient needed assistance using the patient programmer (pp) and setting was on p1 at 17v and the therapy was off. Patient was assisted in turning therapy on and patient was feeling stim. Icon meaning was reviewed with patient. It was reviewed with the patient that body takes time to adjust to stimulation. Patient called again and stated she did not know how to use the pp and needed someone in person to show her how to do it. Patient stated that over the phone instructions meant nothing to her. Patient inquired if a rep could come to her home. Patient was recommended to follow up with healthcare professional (hcp). Patient stated her hcp was out of state. A listing of hcp's in patient's area was sent to the patient. Patient mentioned she accidently turned stim off and wanted to know how that could have happened. Button use was reviewed with the patient. Additional information was received. It was reported that the patient hadn't been using their device because they couldn't figure out how. Caller mentioned the patient didn¿t feel stimulation unless the caller had the antenna on the patient's back. Caller stated they didn¿t' think they turned the patient's stimulation on because the ins would be stimulating and all of a sudden, the patient would state they couldn't feel stimulation any more, but when the caller touched the plus or minus button on the patient programmer the patient stated they felt stimulation again. Caller was able to sync with the patient programmer and it showed stimulation was on. While on the call, the caller adjusted stimulation to 2.4v and the caller stated they could feel stimulation at a comfortable level. Caller was redirected to the patient's healthcare provider to discuss further settings if symptoms were unresolved. No further complications were reported or anticipated.